Event description:
It was reported that the hospital reported that the pt had a decrease in benefit with her implant. During the explantation of the implant it was found that the electrode array was broken. It was also noted that the previous implant had been placed directly over the dura and that bone had completely covered the stimulator. The surgeon tried to remove the implant but it was thought to be too dangerous as it was not possible to locate the stimulator with enough accuracy. The electrode array was cut and extracted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.